Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 82 mg/dl. Reportedly, the pump time and date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin therapy.